Event description:
Customer heated pack in a microwave for 1-1 1/2 mins. Customer didn't think it was warm enough and reheated it. Customer noticed that the pack ballooned while heating the second time. Customer removed the pack from the oven. Customer said the pack exploded with gel landing on customer's thighs and genitals. Customer said there were several holes in the pack.